Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, an image was received from the field and the image appeared to show the device deformity. However, it could not be confirmed as there was no device deformity during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no an anatomical interference, there was no angulation or kink in the delivery system upon deployment, and a delivery system was not reported. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on 12 june 2023, a 10mm amplatzer septal occluder was selected for an implant using an unknown delivery system. During the procedure, the device became twisted upon itself in the delivery sheath upon deployment. As a result it was misshapen and could not be deployed. No interaction with cardiac structures noted during deployment and there was no angulation or kink noticed in the delivery system. The device was recaptured (see photo attached). The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.